Event description:
The patient received his scs system on (B)(6) 2010 including an ipg. It was reported, the charger and programmer can no longer communicate with the ipg. The patient no longer has stimulation. A second charger was used, but unsuccessful. The ipg had not been recharged in 3-4 months. Surgical intervention will take place on a later date. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.